Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was successfully repositioned and good values were measured. The patient was in good condition post procedure.